Manufacturer narrative:
The device was received by resmed for an engineering investigation. Review of the device logs confirmed a single occurrence of system fault (sf189). However, the system fault error message was not reproduced during evaluation and the device operated per specifications. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the error message (sf189) was most likely due to a software issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the main board. There was no patient injury reported as a result of this incident.